Event description:
Medwatch report rec'd (B)(4), explained that upon opening of incision, hakim programmable valve (codman) was noted to be defective. Old valve removed and replaced. Additional information from the rep explained that the pt developed a pocket of fluid on the opposite side of the neck from where the device was implanted. Pt had headaches and reduced ventricles. It was found that there was a slit that ran from the distal to the proximal end of the valve.

Manufacturer narrative:
Upon completion of the investigation a f/u report will be filed.